Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Code 1494- indication for use. The additional mitraclips referenced in report were filed under separate medwatch report numbers.

Event description:
This is filed to report the unintended movement and chordal rupture that occurred during removal. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4 and tricuspid regurgitation (tr) grade severe. An ntw (20826r2048) and xtw (20919r1084) clip were placed on the mitral valve, reducing mr to grade 1-2. During the same procedure, a mitraclip xtw (20919r1085) was successfully implanted off-label on the tricuspid valve, reducing tr to moderate. On (B)(6) 2023 a re-do procedure was performed as the patient returned with severe recurrent tr, worsening mr and a single leaflet device attachment (slda) of the ntw clip (20826r2048) on the mitral valve. The clip was detached from the anterior leaflet and a nt clip (20927r1034) was implanted on the mitral valve to stabilize the slda and reduce mr to grade 1-2. During the same procedure, a mitraclip xtw (20922r1080) was attempted to be inserted off-label on the tricuspid valve. It was noted that imaging of the tricuspid valve was difficult. The mitraclip was advanced to the tricuspid valve, but the entire clip delivery system (cds) "jumped". On imaging the cds was pointing straight up in the anterior/septal commissure. When attempting to remove the cds, chordae were ruptured and the tr shifted centrally. The clip was removed from the patient and exchanged. Two other mitraclip xtws were implanted, reducing tr to grade 3-4. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of the device (jumped) was not confirmed via returned device analysis. The reported off-label use, difficulty removing from the anatomy and poor image resolution during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of the device (jumped) and difficulty removing from the anatomy (clip caught on chordae). The reported poor image resolution was associated with image difficulty. It should be noted that the mitraclip system instruction for use states, " the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to a primary abnormality of the mitral apparatus (degenerative mitral regurgitation) in patients who have been determined to be at prohibitive risk for mitral valve surgery and in whom existing co-morbidities would not preclude the expected benefit from correction of the mitral regurgitation." The reported off-label use was due to the device being used on a tricuspid valve. The reported tissue injury (ruptured chordae) appears to be related to the difficulty removing from the anatomy (clip caught on chordae). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedure. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labelingh6 medical device problem code 2921 removed.